Manufacturer narrative:
Clarification to d4: device information provided as mcghan 330. Clarification to d6a: partial date known. No further information is available at this time therefore additional events, products, and/or patient details are attainable. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device was explanted.